Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 250 (mg/dl) for a few days. Reportedly, customer had also been ill and thinks this contributed to their elevated bg levels. Pump boluses were delivered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.